Manufacturer narrative:
Photos were requested of the damaged safety sheet zipper but none were provided to sensory medical. The parent ceased responding to sensory medical's request for additional information. Sensory medical attempted contact with the parent on 26-jan-2024 (two emails), 17-jun-2024 (1 email, 1 phone call), 18-jun-2024 (email), 24-jun-2024 (1 phone call and 1 email). The replacement product was not provided due to no further communications from the parent. The manufacturing records were unable to be reviewed as they were not made available from the supplier. Warnings are addressed in pack80020 v1.0 cubby bed user manual. Page 3 of the cubby bed user manual contains a warning for entrapment hazard. "To avoid dangerous gaps do not use this product without the safety sheets completely zipped and locked in place to the sidewall. Safety sheet with lock in place is always required." Page 3 contains a warning "you are responsible for providing adult supervision when using this product." Page 5 contains a parts list, which includes the locks. Page 11 instructs to secure the safety sheet zipper to the loop on the canopy with the lock to prevent the patient user from removing the sheet. Do not use the product without the safety sheets zipped and locked in place. Page 12 instructs to secure the cloth cover to the canopy using the included locks. Page 15 explains the key safety feature of the bed. The locks are provided to secure your safety sheet to the canopy and to secure your technology hub (or cloth cover if you're not using the technology hub) to the canopy. The s-clips are included to secure the canopy door zippers closed to prevent user elopement. Sensory medical's root cause investigation is ongoing, and the company will supplement this report as necessary.

Event description:
"My son keeps getting out - can pull apart the zipper" the child is able to get his fingers in the safety sheet zipper pieces and pulls the teeth apart, where the zipper starts . No issue was identified with the canopy. The parent confirmed that they have two safety sheets and he can elope with both, allowing him to get stuck between the metal poles. The parent confirmed the padlocks were being used at the time the issue occurred. This complaint was originally processed in prior (under fb-24058), and closed 11/04/2024. New information was received from the complainant on 08/06/2025 that suggests a new investigation should be conducted. The previous failure mode investigated was for dual door zipper damage, but current information suggests the issue is with the safety sheet zipper separating which allowed for the child to exit through the safety sheet. No serious injury is reported. The mother reported the child sustained minor injury but no medical intervention was required (bumped his head, bruising and a scrape).